Event description:
A doctor applied three staples (using a ds-5) to the forehead of a patient in 2006. Twenty four hours later, he observed that there was one staple and he could not see the other two staples. The wound became infected (cellulitis). A week later the doctor found two staples buried underneath the forhead of the patient after taking an x-ray. The parents had reported to the doctor they could feel something rough at the wound site. The infected wound was treated. The remaining two staples were removed surgically under general anesthesia and incision was closed with suture. The device insert indicates the following under contraindications: "when it is not possible to maintain at least 5mm distance from the stapled skin to underlying structures, the use of staplers for skin closure is contraindicated. The skull bone of the patient would have prevented the staple from going in 'deep' and there may not have been enough tissue to staple. It is likely the staple rotated upsidedown making is difficult to see.